Manufacturer narrative:
Article citation: "medium-term clinical outcomes following xen45 device implantation," ophthalmology, (2019), pages 1-7. (B)(4). The events of keratitis, high intraocular pressure, unsuccessful placement, fibrosis, and hyphema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the corresponding author regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The events of 1.1% of procedures required more than one attempt to implant the xen gel stent. In two procedures a dellen occurred ; in 4.3% of the procedures, there was anterior chamber bleeding ; in 5.4% of the procedures, there was postsurgical bleb needling required. Two of these cases required bleb revision using the dry-lake technique ; and in one case the procedure failed and 18 months later the patient had an express system implanted were noted with a xen 45 gel stent in the article "medium-term clinical outcomes following xen45 device implantation."

Event description:
The events of 1.1% of procedures required more than one attempt to implant the xen gel stent. ; in two procedures a dellen occurred ; in 4.3% of the procedures, there was anterior chamber bleeding ; in 5.4% of the procedures, there was postsurgical bleb needling required. Two of these cases required bleb revision using the dry-lake technique ; and in one case the procedure failed and 18 months later the patient had an express system implanted were noted with a xen 45 gel stent in the article "medium-term clinical outcomes following xen45 device implantation".

Manufacturer narrative:
Additional information: d.11. And g.1.